Event description:
As the surgeon was impacting the implant component into place, a spring from the acetabular impactor instrument came out and landed in the wound site. The surgeon retrieved the spring and the surgery continued without further incident.